Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer via phone call stated that daughter's pump had an esc button that was getting stuck. Customer states the pump is almost 7 years old and this had become a problem. Now the button will not pop up and cannot properly complete her set change and is using a sharp object to press the pump button. Button/keypad anomaly troubleshoot was done and it was determined that the pump was going to need to be returned. Customer was advised to revert to back up plan per hcp's instructions. Customer's blood glucose were not mentioned at the time of the call.